Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, reportedly the screwdriver broke when the doctor tried to implant the locking cap. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation coordinated by synthes (B)(4) reports the following: it was confirmed by visual examination that both pins of the screwdriver were broken off. The likely cause for the malfunction is that the pins were not inserted correctly. This is also indicative of far too much mechanical force had been applied which led to the malfunction of the screwdriver. Further, the screwdriver was analyzed for conformance to print specifications as well as the device history records (DHR) was researched, no abnormal findings were identified. No product fault could be found.

Event description:
This is 1 of 1 report for (B)(4).